Event description:
A talent stent graft device was implanted into a pt for the treatment of a 9 cm dissecting hematoma of the descending thoracic aorta and an unk size thoracic aortic aneurysm. The pt had numerous co-morbidities and a diseased aorta. The taa was at the same location as the dissecting hematoma. The aorta had significant thrombus, such that the true lumen was only 23-24 mm in diameter. The aortic arch was not angulated. It was reported that the proximal stent graft was placed just distal to the origin of the left subclavian. The distal-most graft was placed just superior to the celiac artery. There was no post-dilatation with a reliant or other balloon after the stent grafts were implanted. There was good placement of the stent grafts; however, the pt expired the next day. Autopsy findings included a 1.8 cm intimal tear of the ascending aorta with aortic dissection and rupture. As seen in the autopsy, one of the stents extending from the proximal end of the graft was protruding into the intimal tear that gave rise to the ascending dissection. The pathologist stated that the underlying aortic disease was a contributing factor. According to the autopsy findings, atherosclerotic disease of the arch and descending aorta is severe, and atherosclerotic disease in the ascending aorta is mild.

Manufacturer narrative:
(B) (4). Evaluation results and conclusions: death. Aortic disease, atherosclerotic disease of the arch and ascending aorta. Device was used for treatment of a pre-operative dissecting hematoma of the descending thoracic aorta.